Manufacturer narrative:
Follow-up #1 date of submission 03/22/2017-product analysis: the device was returned and evaluated by product analysis on 02/28/2017 with the following findings: the time and date reset to default setting after a rebooting event on (B)(6) 2017 at 15:38; deliveries resumed at 15:57. On (B)(6) 2017 at 15:35 a rebooting event occurred followed by a time and date reset; when pump was powered back on the time and date was set to (B)(6) 2017, 16:01 and deliveries resumed. A manual time and date change was made from (B)(6) 2017 07:10 to (B)(6) 2017 07:12. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose (bg) reading of 300 mg/dl with extreme thirst, abdominal pain, and a headache. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the time and date settings on the pump reset to default values after the battery had been removed from the pump for less than 24 hours. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen; therefore, the issue is not likely to cause an adverse event. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy.